Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the transfer set did not connect well to the connector. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 6.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed the results identified a damaged patient adapter (threads). Visual inspection results identified the sample failed to meet product specifications and the problem for damaged was confirmed. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A batch review was conducted on lot h14a20042 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA has been opened to investigate the reported issue. Should additional relevant information become available, a follow-up report will be submitted.